Manufacturer narrative:
Additional information was provided in section b5 describe event or problem correction to section g2 report source the device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Air leakage in the air hose was reported. The sheath was replaced. No patient complications were reported. It was further reported that it was not known where the bubbles were observed and no air was seen in the patient. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Air leakage in the air hose was reported. The sheath was replaced. No patient complications were reported.